Manufacturer narrative:
The device was returned, evaluated for diameter and length measurements, and found to be in specification.

Manufacturer narrative:
This event is reportable per 21 cfr part 803. This report is for the second device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a patient received two xive s plus dental implants on (B)(6) 2019. On (B)(6) 2019 the implants were explanted. The customer stated that one week after insertion the patient complained about sensory disorders/ numbness. After removal of the implants "everything was fine again."